Manufacturer narrative:
This report is submitted on september 19, 2019, by cochlear ltd.

Event description:
Per the distributor and the clinic, the recipient experienced intermittent hearing and followed by no sound. Reportedly, the implanted device could not be connected with software. The device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is submitted decmeber 20, 2019.